Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and appeared to be intact and undamaged. A resistance test was completed to asset the lead electrical performed which was passed successfully. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a check-up this right atrial (ra) lead was exhibiting loss of capture and was found to have dislodged. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.